Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after walking the caller through the process, the cgm error code was resolved. The customer successfully started their sensor session, indicating the issue had been addressed.